Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). Device evaluated by MFR: software analysis was performed to determine the probable cause of the issue. It was found that the software issue was known issue previously tracked. The software tracking number would be (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system produced an error message 64 during a cranial registration. The system was rebooted, and the site was able to proceed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. On 2022-feb-21 additional information received. It was reported that the suspected cause was unknown. The site had proceeded from the registration screen to the navigation screen to verify registration when the screen went black and the error was produced.